Manufacturer narrative:
Device powered up properly after the test battery was inserted. Device was monitored for 1 day. No blank display or unexpected device restart noted. Device passed displacement test, sleep current measurement, active current measurement and self test. Device communicated properly with the guardian link 3 and the test plug. No pump/sensor communication anomaly or calibration anomaly noted. Device was returned for pump error . History file analysis confirmed pump error (line number = 283, file number = 485), problem isolated to the electronic assembly. Pump error (variable 3) was present in the pump trace download due to broken trace at u1 pin 6 (sda) on keypad assembly. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. Device had minor scratched display window, scratched case, pillowing keypad overlay and cracked retainer.

Event description:
The customer reported via phone call that the insulin pump had pump error. The customer's blood glucose value was 120 mg/dl. Troubleshooting was done. The customer stated that they were able to clear the alarm. Customer reported blank screen and then turned back. The customer was advised to replace and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.